Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that in 2007 her blood glucose was 312 mg/dl. She stated that, she was noticing a lot of air bubbles inside the infusion set luer lock, but did not notice any disconnection, tear or leaking of insulin. She changed the infusion set and insulin cartridge. Later that day, the patient reported that her blood glucose was 515 mg/dl. She reprimed the infusion device and bolused 5 units to reduce her blood glucose, but the patient indicated that she was still getting air bubbles in her device. The next day, the patient reported that the air bubbles were still present and her blood glucose reading is 320 mg/dl. The patient changed the insulin cartridge, adapter and infusion set tubing. She stated she did not see any air bubbles and her blood glucose level was beginning to reduce. Six days later, the patient reported that her blood glucose was 116 mg/dl and she was not experiencing any air bubbles. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned.